Event description:
A malfunction was reported, indicated by a displayed malfunction code. There was no reported impact on the customer¿s blood glucose level exceeding 500 mg/dl, as the customer declined to answer. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue resurfaced.